Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 1. The technical service representative (tsr) assisted the home patient (hp). The hp stated she disconnected during dwell 1 and did not reconnect prior to dwell ending, however, the hp reconnected self. The tsr explained disconnect and reconnect procedure to the hp. The tsr had the hp recycle power and advised to start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report this event to her, however, the patient has been to the clinic since this event and has resumed therapy without any further issues. The nurse stated that the patient has flexicap disconnect caps and she assumes the patient used the flexicaps upon disconnection. No further information is available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).